Event description:
It was reported that the pt's implantable neurostimulator encountered a power on reset (por) condition. It was noted that no info was reported to the pt's physician. No further details, pt symptoms or outcome were provided. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).